Event description:
Country of complaint: (B)(6). Defect type: deficient puncture due to blunt needle.

Manufacturer narrative:
Us reporting agent notification received: (B)(6) 2014. Defect type: deficient puncture due to blunt needle. Evaluation on-going as of the date of this report. No additional information was provided, at the time of the report. No patient injuries reported.